Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The error e433 occurred due to a damaged generator board. Additionally, the repair center found a damaged front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that unauthorized third-party manipulation caused the error code e433, as there was a defective trimmer pt1 on the generator board. Although a definitive root cause could not be identified, probable causes of the error code e433 include: disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). The user actuates the foot switch while the generator is booting (temporary error caused by user action). A defective foot switch due to a short circuit in the connector (temporary error). A defective foot switch due to a defective reed contact (temporary error). A defective cable connection between the hvps board and the generator board (temporary or permanent error). A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). A defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). A missing drive signal for the output stage of the generator board (permanent error). The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). The supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). A defective motherboard due to a defective adc (permanent error). Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the customer via repair request, the high frequency electrosurgical generator was found to have an ¿error e433 with alarm¿ during a surgical intervention procedure. The procedure was completed with another device without delay. No additional drugs were administered and no death or injury to patient or other was reported to olympus. The device was inspected prior to procedure with no anomalies observed.